Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage patient liang ping was admitted to the hospital for chronic hepatitis b, and needed intravenous infusion treatment as prescribed by the doctor. On (B)(6) 2024, when the nurse of hepatology department ii was puncturing the patient with an intravenous needle to prepare for intravenous infusion, she found that the seat of the intravenous needle was leaking blood and liquid, which might cause occupational exposure of medical personnel and environmental pollution, and the patient could not be treated with normal infusion due to the leakage of liquid, and the nurse found that the patient could be replaced with a new one immediately after discovery. The nurse found it and immediately replaced the patient with a new closed IV needle for puncture use, which increased the patient's 2 puncture pains and was used normally.

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.